Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 25 to 30mm long, severely calcified and severely tortuous target lesion was located in the 99% stenosed mid right coronary artery. The vessel diameter was approximately 2.5-3.0mm. The 3.00x12mm taxus liberte stent delivery system was advanced, but was unable to cross the target lesion. The device was removed from the patient, and it was noted that there was damage on the edge of the stent. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).